Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2014 by arthroscopy techniques titled ¿arthroscopic bankart repair using knot-tying versus knotless suture anchors: is there a difference?¿. The study reviewed eighty-seven (87) patients who underwent arthroscopic bankart repair using arthrex fiberwire to address soft tissue approximation and/or ligation. During the thirty-two (32) month follow-up period, two (2) patients experienced redislocation due to fall. Ref: ng dz, kumar vp. Arthroscopic bankart repair using knot-tying versus knotless suture anchors: is there a difference? Arthroscopy. 2014 apr;30(4):422-7. Doi: 10.1016/j.arthro.2014.01.005. Pmid: 24680302.